Manufacturer narrative:
Additional information received: the reporter stated that the ulcer was that the operator accidentally puncturing the patient's soft tissue, and the patient is fine now. The product will not be returned. This is a follow up report for this additional information. Investigation results: summary: involved product that didn't give satisfaction during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1914137). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behaviour during treatment or material issue (no analysis of the bur possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a carb.b.cav.cone square fg 012 bur that was used in the treatment of a patient damaged soft tissue of the patient's lateral edge of their tongue during use of the bur. Reportedly, this lead to an ulceration that was treated with iodine glycerin. Further information requested.